Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported left side device rupture, pain, complications during and after explant surgery, leaving a ¿horrible scar, patient experiencing low self-esteem, unsatisfied with appearance of breasts which looks asymmetric, deformed, ugly and saggy¿ and capsular contracture, with local pain and skin retraction." The device has been explanted.